Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (500 mcg/ml at 202.08 mcg/day) via an implantable pump for intractable spasticity. It was reported that the healthcare provider (hcp) was calling to request a pump interrogation. The patient reported hearing beeping once a day and today they heard beeping every hour. The hcp wanted to see if the pump needed to be filled. Technical services provided contact information for nas. A company representative (rep) later called in as they wanted to confirm calculations to see how many days for low reservoir alarm and empty reservoir alarm. The pump was implanted and filled on (B)(6) 2021 with 37.5ml. At implant the pump was programmed to baclofen 500 mcg/ml at 202.08 mcg/day. Technical services reviewed low reservoir alarm should be reached 88 days past fill and critical alarm 93 days post fill. Reviewed alarm specs, description and alarm intervals. The rep spoke to the patient who confirmed that as of today they were hearing the critical alarm. They had described the siren sound, alarming every 10 minutes. The hcp was going to fill the pump. Technical services confirmed no prime was needed. Additional information was received from the rep who reported that the cause of the empty pump was that the patient missed their refill date on (B)(6) 2021. Their appointment had accidentally been mislabeled as a dose adjustment and not a refill. The patient's weight was unknown.